Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the gastric pouch during a laparoscopic gastric bypass, the device was not able to fire the reload because of resistance. When attempting to fire another reload, the knife was not moving forward. They changed the reload and was able to fire the handle. There was no patient injury.